Event description:
It has been reported that the AED did not pass self diagnostic check

Manufacturer narrative:
(B)(4). Conclusion: foreign object in the form of a small plastic ball was found inside datacard connector during troubleshooting. Once removed, the device passed user initiated test and successfully delivered 3 shocks with 3 attempts used with a patient simulator. Device operated within specification once foreign object was removed.